Event description:
It was reported that during a lap gastric bypass procedure, the device was loaded with a green cartridge and buttressing material was being used. After firing, the device would not open. Another device was used to cut the device out. Another device of the same lot was opened and the same thing occurred. A different lot was used to complete the procedure. The patient is okay.

Manufacturer narrative:
Date sent: 12/10/2008. Information anticipated, but unavailable at this time.